Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was observed during initial testing; however, after disassembling the device to determine the root cause, the report was no longer seen. The analog board connections were reassembled as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.